Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. The root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use.

Event description:
Patient came into the hospital complaining of coughing up blood (a few days prior to death). It was stated that the source of bleeding could not be found and that his hematocrit and hemoglobin were (h&h) falling. It was stated that there was some concern that the bleeding was from the lung. It was stated that the bronch was negative. It was stated that the patient bled a little through the night and went to interventional radiology (ir) in the morning. It was stated that some embolic beads were placed into the bronchial artery that was bleeding. It was further stated that the propofol was turned off after the case and the patient never woke up. Patient was taken for a stat head CT. Next information known from site was that patient was asystole and team was doing chest compressions and shocking patient multiple times in an attempt of reviving. Patient did not recover and was pronounced dead. No additional information available.

Manufacturer narrative:
It was reported from the site that the cause of death was erosion of the pericardium. The pump was also the cause of the lung hemorrhage from the left lower lung. It was determined by the physician that the cause of death was pump related. It was further stated that the pump would be returned to the manufacturer. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.